Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging non conformances also have the potential to result in valvular dysfunction if not detected prior to implant. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event remains indeterminable but was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted 14 years, seven months, underwent valve-in-valve procedure due to leaflet tear, fused leaflets, severe mitral stenosis and regurgitation. A 26mm transcatheter valve was implanted and the patient had an excellent outcome. The patient was discharged on post-operative day six.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.